Event description:
The customer reported to olympus, the visera elite ii video system center had a lamp error, the light cannot be adjusted, the light is like fluorescent. The issue was found at preparation for use. The device was returned for evaluation. During the device evaluation error code e105 (lamp error) message was found after switching on with the light guide. This issue is caused by malfunction of led unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the customer allegation the light cannot be adjusted, and the light is fluorescent was confirmed. An additional issue of the main lamp was flashing was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the indicated phenomenon "e105 error code" occurred, due to a failure of the light emitting diode (led) unit. Olympus will continue to monitor field performance for this device.